Event description:
Reported over infusion of heparin, pt was treated for fluid overload and increased pro time with medications. Nurse reported rate was set at 22cc/hr and after 3 hours, 500 cc was infused. Reporter able to determine what date or time of incident. Multiple attempts were made to contact nurse involved and request further info, no further info available.